Event description:
It was reported that the customer was hospitalized due to low hemoglobin and high blood glucose. The blood glucose reading at time of call was 486mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir alarms. The wife called back and stated that the blood glucose meter is over 40mg/dl lower than the hospital meter, and it is not accurate. The caller stated that he believes the insulin pump is not malfunctioning. The customer's most recent glucose reading was 125mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.